Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4). Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: customer contacted service team stating that 'one of the ventilators while in the service menu after finishing off with the service tests, the vent showed up technical faults 444005 and 343001. '

Event description:
The following was reported to hamilton medical ag: summary: customer contacted service team stating that 'one of the ventilators while in the service menu after finishing off with the service tests, the vent showed up technical faults 444005 and 343001. '

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).